Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined multiple hardware components malfunctioned. The fse replaced the ise (ion selective electrode) mixer motor, sodium electrode, reference electrode, chloride electrode, potassium electrode and cleaned j- nozzles, and drains to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of false erratic ion selective electrode (ise) sodium (na) patient results involving the au5800 clinical chemistry analyzer. The customer repeated the sample on another system and obtained a result within the normal reference range. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.